Event description:
Customer reported via phone call that they received a failed battery test alarm even after a receiving a new battery cap. Through troubleshooting it was noted that the battery compartment and the spring were corroded. Customer's blood glucose reading at the time of the call was 225 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. Unit received with corroded battery tube. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.